Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "infection (early onset)" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: infection (early onset).

Event description:
Healthcare professional reported right side "infection.'' Device remains implanted.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: "based on the device analysis grid, the assessments of the complaint are: infection (early onset): unable to observe as it is a medical event not related to the device. Additional observations: observed deformation on the device. White particles observed in the surface of the shell. Observed creases on the device."

Manufacturer narrative:
Correction to previous report submitted on 15 feb 2023: g.3. Aware date should have been listed as (B)(6) 2023.

Event description:
Healthcare professional reported, right side "infection''. Device has been explanted and replaced.